Event description:
It was reported that a mi z handle acet reamer was broken during a thr surgery. The procedure was completed without delay using a s+n back-up device the straight reamer from the reamer set . No patient injuries or other complications were reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the u joint fractured on the inner portion of the device. All pieces were returned for evaluation. This device shows signs of significant wear/usage. A medical investigation was conducted and confirms per correspondence, there was no patient harm/injury or surgical delay, the patient was discharged the following day and the surgeon was satisfied with the surgical outcome. Since there was no alleged patient injury and/or surgical delay and it was reported that the procedure was successfully completed with an alternate backup device, no further medical assessment is warranted at this time. Should clinically relevant documentation and/or pertinent product evaluation results become available, the clinical/medical task may be re-evaluated. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.